Event description:
It was reported that during a knee surgery a tab broke off from the blade. It was further reported that an x-ray that was taken after the surgery showed that the broken tab remained in the patient. It was reported that revision surgery was carried out a week later to remove the broken piece.

Manufacturer narrative:
The blade subject to this alleged event was not returned to manufacturer for evaluation, however, from review of a post-operative x-ray, it was confirmed that the blade did break at the mount tab. Product lot number info has not been provided to permit further investigation. The root cause of this failure is undetermined.